Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini was displaying an "er5" message. Per the onetouch ultramini owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 at 11:00pm. The patient stated that he manages his diabetes with a combination of diabetes medication: 1000mg of metformin once a day, 1000mg of januvia once a day, and 2mg of glimepiride once a day. The patient denied making any changes to his normal diabetes management routine in response to the reported issue or to developing any symptoms. The cca was informed by the patient that on (B)(6) 2011 at 11:00pm, the patient claimed to have gone to the ER and was tested on an unknown device and obtained an unknown test result. Shortly after, he was administered with an IV glucose. During troubleshooting, the cca was able to go through the proper testing procedures as recommended per the owner's booklet and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because although the patient denied developing any symptoms, he received medical intervention after the alleged product issue began.